Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 09-aug-2023. The most recent information was received on 17-aug-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("pelvis pain") and ankylosing spondylitis ("ankylosing spondylitis") in a female patient who had essure inserted (lot no. B26271) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013 she experienced pelvic pain (seriousness criterion intervention required), fatigue ("chronic fatigue"), stress ("stress"), arthralgia ("joint pain / hip pain"), back pain ("lumbar pain / dorsal pain"), uterine cervical pain ("cervical pain"), tendon pain ("tendon pain"), ligament pain ("ligament pain "), pain in extremity ("upper limb pain"), coccydynia ("coccyx pain"), musculoskeletal stiffness ("muscle stiffness"), gait disturbance ("difficulty walking for a long period of time"), limb discomfort ("feeling of heavy legs"), poor peripheral circulation ("poor blood circulation in leg"), headache ("headache"), dizziness ("dizziness"), brain fog ("mental fog sensation of blocked head"), paraesthesia ("paresthesia"), memory impairment ("memory impairment"), disturbance in attention ("difficulty concentrating on simple tasks"), sleep disorder ("sleep disorder"), dry skin ("body dryness"), nasal dryness ("dry nose"), dry eye ("dry eyes"), vulvovaginal dryness ("vaginal dryness"), loss of libido ("loss of libido"), gingivitis ("gingivitis"), hyperaesthesia teeth ("tooth sensitivity"), alopecia ("hair loss"), vision blurred ("vision disorder (difficulty focusing)"), abdominal distension ("bloatin"), abdominal pain upper ("gastric pain") and flatulence ("excessive flatulence") and was found to have weight increased ("weight gain"). In 2015 she experienced ankylosing spondylitis (seriousness criterion disability). Essure was removed on (B)(6) 2023. The patient was treated with surgery (total hysterectomy and bilateral salpingectomy). In (B)(6) 2023, the pelvic pain, fatigue, stress, arthralgia, back pain, uterine cervical pain, tendon pain, ligament pain, pain in extremity, coccydynia, musculoskeletal stiffness, gait disturbance, limb discomfort, poor peripheral circulation, headache, dizziness, brain fog, paraesthesia, memory impairment, disturbance in attention, sleep disorder, dry skin, nasal dryness, dry eye, vulvovaginal dryness, weight increased, loss of libido, gingivitis, hyperaesthesia teeth, alopecia, vision blurred, abdominal distension, abdominal pain upper and flatulence had resolved. No causality assessment was received for essure with regard to fatigue, stress, arthralgia, back pain, uterine cervical pain, tendon pain, ligament pain, pain in extremity, pelvic pain, coccydynia, musculoskeletal stiffness, gait disturbance, limb discomfort, poor peripheral circulation, headache, dizziness, brain fog, paraesthesia, memory impairment, disturbance in attention, sleep disorder, dry skin, nasal dryness, dry eye, vulvovaginal dryness, weight increased, loss of libido, gingivitis, hyperaesthesia teeth, alopecia, vision blurred, abdominal distension, abdominal pain upper, flatulence or ankylosing spondylitis. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 88 kg. Lot number: b26271. Manufacture date:2013-04. Expiration date: 2016-04. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 17-aug-2023: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data, should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
The below report was received by health authority ansm (reference number: r2318191) on (B)(6) 2023. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("pelvis pain") and ankylosing spondylitis ("ankylosing spondylitis") in a female patient who had essure inserted (lot no. B26271) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. In (B)(6) 2003 she experienced pain in extremity ("upper limb pain"). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013 she experienced pelvic pain (seriousness criterion intervention required), fatigue ("chronic fatigue"), stress ("stress"), arthralgia ("joint pain / hip pain"), back pain ("lumbar pain / dorsal pain"), uterine cervical pain ("cervical pain"), tendon pain ("tendon pain"), ligament pain ("ligament pain "), coccydynia ("coccyx pain"), musculoskeletal stiffness ("muscle stiffness"), gait disturbance ("difficulty walking for a long period of time"), limb discomfort ("feeling of heavy legs"), poor peripheral circulation ("poor blood circulation in leg"), headache ("headache"), dizziness ("dizziness"), brain fog ("mental fog sensation of blocked head"), paraesthesia ("paresthesia"), memory impairment ("memory impairment"), disturbance in attention ("difficulty concentrating on simple tasks"), sleep disorder ("sleep disorder"), dry skin ("body dryness"), nasal dryness ("dry nose"), dry eye ("dry eyes"), vulvovaginal dryness ("vaginal dryness"), loss of libido ("loss of libido"), gingivitis ("gingivitis"), hyperaesthesia teeth ("tooth sensitivity"), alopecia ("hair loss"), vision blurred ("vision disorder (difficulty focusing)"), abdominal distension ("bloatin"), abdominal pain upper ("gastric pain") and flatulence ("excessive flatulence") and was found to have weight increased ("weight gain"). In 2015 she experienced ankylosing spondylitis (seriousness criterion disability). Essure was removed on (B)(6) 2023. The patient was treated with surgery (total hysterectomy and bilateral salpingectomy). In (B)(6) 2023, the pelvic pain, fatigue, stress, arthralgia, back pain, uterine cervical pain, tendon pain, ligament pain, pain in extremity, coccydynia, musculoskeletal stiffness, gait disturbance, limb discomfort, poor peripheral circulation, headache, dizziness, brain fog, paraesthesia, memory impairment, disturbance in attention, sleep disorder, dry skin, nasal dryness, dry eye, vulvovaginal dryness, weight increased, loss of libido, gingivitis, hyperaesthesia teeth, alopecia, vision blurred, abdominal distension, abdominal pain upper and flatulence had resolved. No causality assessment was received for essure with regard to fatigue, stress, arthralgia, back pain, uterine cervical pain, tendon pain, ligament pain, pain in extremity, pelvic pain, coccydynia, musculoskeletal stiffness, gait disturbance, limb discomfort, poor peripheral circulation, headache, dizziness, brain fog, paraesthesia, memory impairment, disturbance in attention, sleep disorder, dry skin, nasal dryness, dry eye, vulvovaginal dryness, weight increased, loss of libido, gingivitis, hyperaesthesia teeth, alopecia, vision blurred, abdominal distension, abdominal pain upper, flatulence or ankylosing spondylitis. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 88 kg. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data, should any new and reportable information become available from our investigation, this will be provided in a supplementary report.